Event description:
It was reported by an attorney that a patient underwent a inguinal hernia repair on (B)(6) 2006 and mesh was implanted. It was reported that the patient began to experience pain in his groin area in (B)(6) 2014. On (B)(6) 2014 and (B)(6) 2014, surgery was performed and drainage of patient¿s groin was performed on an abscess and the mesh was removed. On (B)(6) 2014, another surgery was performed to drain the groin abscess and remove the mesh. It was reported that the patient continues to experience pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.